Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1 and 3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. In addition, the deformable body thermocouple (tc2) read as an open circuit during electrical testing. The catheter shaft material had been fractured just distal to electrode ring 3 and the deformable body thermocouple (tc2) had been fractured just distal to the fracture in the shaft material, consistent with the observed error message, the detected open circuit, and with the reported event. The cause of the deformation of the tip assembly remains unknown.

Event description:
This report is to advise of a fracture in the catheter found during analysis.